Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4) captures the reportable event of surgery and additional intervention required due to the patient was added a drain tube.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements and low amplitude. Additionally, this patient was hospitalized and developed pericarditis with effusion. The patient was inserted with a drain tube. The lead was explanted due to infection. No additional adverse patient effects were reported.